Event description:
It was reported that the patient presented in or for lead revision due to decreasing r-wave amplitude. The lead was successfully moved and the patient is currently under observation. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.